Manufacturer narrative:
(B)(6).

Event description:
It was reported that a balloon rupture occurred. On an unspecified date, a non-bsc stent was implanted into the target lesion. In june 2020, in-stent restenosis was noted in the target lesion. A non-bsc stent was placed into the target lesion. A 10mmx3.00mm wolverine coronary cutting balloon was inflated inside the stent and during the first inflation, it was noted that the balloon ruptured at 8atm. The balloon was removed from the patient's body without issue and the procedure was completed with a different device. No further complications were reported and there was no problem with patient condition post procedure.

Manufacturer narrative:
E1: initial reporter address (B)(6). Device evaluated by MFR: the device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. The returned device was attached to an encore inflation unit and positive pressure was applied in an attempt to inflate the balloon. The balloon could not be inflated due to the presence of solidified media that was present within the inflation lumen. The device was soaked in a water bath at a temperature of 37 degrees celsius to help soften the media before further inflation attempts were made. The device was removed from the bath and the balloon was again attached to an inflation device subjected to positive pressure and liquid was observed to be leaking from a balloon pinhole located approximately 2mm distal of the proximal markerband. An examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. The rated burst pressure for this device is 12 atmospheres as per wolverine specification. A visual and tactile examination found the hypotube to be kinked at more than one location along its length. This type of damage is consistent with excessive force being applied to the delivery system. The markerbands, tip and blades of the device were visually and microscopically examined, and no issues were noted with the device that may have potentially contributed to the complaint incident. All blades were present and fully bonded to the balloon material. No other issues were identified during the product analysis.

Event description:
It was reported that a balloon rupture occurred. On an unspecified date, a non-bsc stent was implanted into the target lesion. In (B)(6) 2020, in-stent restenosis was noted in the target lesion. A non-bsc stent was placed into the target lesion. A 10mmx3.00mm wolverine coronary cutting balloon was inflated inside the stent and during the first inflation, it was noted that the balloon ruptured at 8atm. The balloon was removed from the patient's body without issue and the procedure was completed with a different device. No further complications were reported and there was no problem with patient condition post procedure.